Event description:
It was reported that the devices were used during a laparoscopic gastric bypass procedure, one device spit the cartridge out, the next device had poor staple formation and an irregular cut line. Another device was used to complete the case with no consequence to patient.